Manufacturer narrative:
Only half of the lens was returned in the lens case base. Viscoelastic was dried on the lens. The lens was cut across the center. Damage was observed around the cut area that appeared to be removal damage. The small scratch reported may have been on the half of the lens not returned. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified handpiece. It is unknown if a qualified viscoelastic was used. The root cause for the reported "small scratch" may be related to a failure to follow the instructions for use (IFU). Only half of the lens was returned. The small scratch reported may have been on the half of the lens not returned. A non-qualified handpiece was indicated. It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed a small scratch and lens. Hence the lens was explanted and replaced with another lens during the same procedure with no further issues. There was no patient harm.